Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was noted that the right ventricular lead exhibited high high voltage impedance compared to the measured impedance at implant. On (B)(6) 2021, the patient was scheduled for a lead revision and pulse generator change procedure. The lead was tested during procedure and all parameters were within normal limit. The physician elected to not replace the lead and completed the procedure without further incident. The patient's condition remained stable throughout the procedure.